Event description:
It was reported that the lens vaulted (z-syndrome) in the patient's right eye approximately 2 months post implant. The patient complained of blurred vision. The surgeon attempted to reposition the lens with malyugin ring but was unsuccessful and lens was exchanged with another model lens. According to the surgeon, the lens was "too large for contracted capsular bag." The patient's current prognosis was reported as "stable post-explant od." Reference MDR# 2031924-2014-00348 for the left eye.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.